Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 522 mg/dl. The symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. The customer stated that they will call their health care provider and will call back at a later time. The customer was advised to change their reservoir set as soon as possible. The customer did not return the product back for analysis.